Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that after an adjustable band procedure, the surgeon was unable to withdraw fluid from the band. There was no sign of a tubing kink or disconnect. Verified system intact under fluoroscopy. The pt has received three fills with no issues.